Manufacturer narrative:
Device evaluation of belt (B)(4) has been completed. The reported problem (non-functional ECG electrodes) was confirmed. Upon evaluation, the cable connecting the distribution (dn) and ECG electrodes c and d was pulled from the strain relief, damaging the j704 connector on the dn pca board. The cause of the non-functional ECG electrodes is the damaged cable and connector. The root cause of the damaged cable and connector is excessive force placed on the cable. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt indicating that the ECG electrodes were non-functional.